Manufacturer narrative:
Unknown taper. Supplement #1 sent to the FDA on 08/17/2016.

Manufacturer narrative:
Unknown taper medwatch sent to the FDA on 07/20/2016. The device has not been returned. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. This event was captured in a literature article published in october 2015. Follow up has been conducted with one of the authors to obtain additional information such as implanting/explanting physician, device serial number, and to verify if the device could be returned for analysis. To date, apollo has not been able to obtain further information. Device labeling addresses the reported events as follow: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures.

Event description:
Reported event from journal article titled: "endoscopic treatment for iatrogenic achalasia post-laparoscopic adjustable gastric banding." Patient presenting with dysphagia post-lagb removal. "The preoperative high-resolution manometry was compatible with a type I achalasia. Using a high-definition endoscope and the equipment used for per-oral endoscopic myotomy (poem) procedure, the intramural fibrotic tissue caused by the lagb is divided, thus releasing the stricture and restoring baseline esophageal function."